Event description:
It was reported that during a hemiarthroplasty hip replacement procedure, the blade broke at the mount. It was also reported that an x-ray was performed after the procedure to locate the broken piece; the broken piece was not retrieved from the patient. It was further reported that the surgeon did not have any concerns about the broken piece being left behind and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation; however, photographs which were provided confirm the blade was broken at the mount. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The label for this device has two symbols indicating "do not re-use" and to "use by" (B)(6) 2010. Subsequent investigation results indicate that the blade was re-used three times. The blade was also used past its expiration date. The investigation results indicate that the user may have contributed to this event.